Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician felt the right ventricular (rv) lead had an abnormal bend at the lead tip. The bend was even more pronounced when the stylet was fully seated. A different lead was used. No patient complications have been reported as a result of this event.